Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. There was no allegation or indication a product deficiency contributed to this adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years and 4 months post implantation of a 26mm sapien 3 valve, moderate paravalvular leak (pvl) was noted and a re-dilation was performed with a non-edwards balloon valvuloplasty balloon (bav).  The pvl was resolved. Upon review of medical records, an echo performed at 1 year and 9 months post procedure revealed an aortic bioprosthesis valve with peak gradient of 16.0mmhg, mean gradient 8.5mmhg and aortic valve area 2.3cm2 with mild paravalvular aortic insufficiency. At 3 years and 2 months patient presented with increasing short of breath. An echo (tee) performed revealed mild restriction of the right coronary cusp (rcc) leaflet. A large complex posteromedial jet of pvl regurgitation with an additional smaller pvl jet adjacent to left sinus of valsalva. There is no aortic stenosis. The peak gradient measured 13.8mmhg, mean gradient 7.0mmhg and valve area 2.6cm2, consistent with moderate paravalvular regurgitation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Upon review of medical records, an echo performed at 3 year and 2 months post procedure revealed the "thv frame appears 2-3 mm further into lvot, with more prominent leaflet overhang and the appearance is consistent with valve migration". In this case, the cause for the worsening paravalvular leak was the migration of the valve.